Event description:
(Omi) became aware of a possible pt injury (laceration). At this time, user did not have details of the event, but did acknowledge that there may have been an incident involving an omi mayfield a2000 skull clamp. MFR faxed user a copy of omi's "pt event form with injury" with a request to have the form filled out with info pertaining to the above event.